Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
*It was reported that the insulin pump alarmed button error. Customer stated that the inuslin pump may have been exposed to moisture. Customer's blood glucose reading was 297 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.